Event description:
Boston scientific received information that this pacemaker recorded a code 1011. Premature battery depletion (pbd) was suspected. The patient also reportedly fell and broke their humerus. Device replacement was recommended. A device replacement was planned at a later date. Attempts to obtain additional information were unsuccessful. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
The device was later explanted without additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory high powered microscopic visual inspection of the lead barrels and header of the device revealed no irregularities. The device was found to have output and telemetry and was pacing in vvi mode at 50 paced beats per minute. The device did not meet longevity expectations and the battery status was determined to be elective replacement indicator (eri). Detailed analysis confirmed higher than normal current drain and numerous memory faults within the device. Analysis was unable to identify the cause of the anomaly; therefore analysis was inconclusive.